Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not tighten the minicap completely on the transfer set and on one occasion the patient did not have a minicap on the transfer set at all. On an unknown date in the same month as the event onset, the patient was hospitalized. It was further reported, the patient experienced relapsing peritonitis and was hospitalized the end of the following month or the beginning of the month after that (reporter could not recall dates). The last time the patient was hospitalized for the relapsing event was seven days prior to the receipt of this report. Each hospitalization has been for an unreported amount of time. The patient was treated with oral, intraperitoneal, and intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis, since the onset of the event. The patient's catheter was removed approximately two weeks ago during the most recent hospitalization. On an unreported date, the patient was switched to hemodialysis. At the time of this report, the patient remains on hemodialysis and was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6) 2016. Upon follow up, it was reported the patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.